Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is partially tightened down. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not cycle. It will only move to the tip and back to the same position. Based on the condition of the product material found during visual inspection, additional material testing is not required. An evaluation of the image provided by the customer found the insertion device placed on top of the pouch. The suture is outside the device, and the image quality does not allow confirmation of whether an implant is attached to it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (a failure to fully actuate the device behind the meniscus during implantation). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that the t2 of the fast fix 360 failed to stay anchored after deployment. The meniscus repair surgery was resumed, after a non-significant delay, using an equivalent s+n back up. The t2 was removed from the patient. T1 was left secured in the patient. No further complications were reported.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that the t2 of the fast fix 360 failed to stay anchored after deployment. The meniscus repair surgery was resumed, after a non-significant delay, using an equivalent s+n back up. The t2 was removed from the patient. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.